Event description:
It was reported that the home patient (hp) replaced the supply bag without replacing any of the other disposable supplies. This occurred on the homechoice (hc) during the use, while the hp was connected and had attempted to troubleshoot an unrelated alarm. The technical service representative (tsr) assisted the hp with ending the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The home patient (hp) had replaced the supply bag without replacing any of the other disposable supplies, which is a user error. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.